Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v386577, implanted: (B)(6) 2010, product type; lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension, product ID: 3387s-40, lot# v386577, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Information was received from the consumer that reported the deep brain stimulator (dbs) device system had been removed. The device was bothering the patient around his neck. It was around 5 years prior to report when it was removed due to infection.